Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent dislodgement was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The instructions for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. A 3.0x15mm xience alpine stent delivery system (sds) was removed from the dispenser coil. Once in the patient it was noticed under fluoroscopy that there was no stent on the device. The sds was removed from the patient and it was confirmed that there was no stent. The dispenser coil was checked and it was noted that the stent was halfway into the protective sheath on the stylet in the dispenser coil. The procedure was successfully completed with a new 3.0x15mm xience alpine sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.